Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a disconnection of the tubing from the port barbs of the connector. Visual evaluation of the returned sample noted a xxs thigh pad from a kit present with no original packaging. One photo sample was returned for evaluation. Visual inspection noted the following: * the photo shows disconnection at the end of the tubing to the connector and what looks to be a tear in the foam on the tubing jacket. * no obvious visible defects such as cuts or tears in the foam. *no visible chips or deformities at the ends of connector. Disconnection at the end of the connector on one side. * tubing for all the pad noted no kinks present. * hydrogel was intact with pad and not separated. * no crushed dimples or signs of overlamination in the pad. * water still located in the pad. The reported issue could not be verified without further testing. Flow test is not required because the disconnected tubing from the connector would result in a continuous air leak. The sample does not meet specifications which state ""the plastic tube must be completely assembled, covering the total of clamping rings on the plastic connector and manifold connector according to the visual aid (B)(6)." The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the picu nurse starting new therapy and was getting alert 02 (low flow). The arctic sun device primed and stopped. Guided to diagnostics showed that the system hours were 4777, pump hours were 3058, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. As we were disconnecting the pads, they noticed damage to one of the pad connectors. They would replace these pads.